Event description:
Public legal aid center sent a mail to dps. On behalf of patient they are asking for compensation because patient suffered a fracture of hip stem. As per attached implant passport a competitor stem was implanted to patient. The onliest used depuy product is cmw. This complaint is created to cover the used cmw products. Patient alleges pain and loosening of cemented competitor stem.

Manufacturer narrative:
Product complaint # (B)(4). Dmf# - (B)(4). Trade name: (B)(4). Active ingredient(s): gentamicin sulphate dosage form - powder strength 1.0g active in our cements. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : 1) quantity manufactured: (B)(4). 2) date of manufacture: 2015-03. 3) any anomalies or deviations identified in DHR: there were zero nonconformances on this lot. 4) expiry date: 2017-02 5) IFU reference:IFU-0630132.